Event description:
Medtronic infuse bone graft system to the maxillofacial region (an FDA approved application). The patient developed severe facial swelling and subsequently a severe infection requiring removal of the bone graft. (B)(6) 2013, I received a recall notice from the company stating that their sterility of the lot number used had a problem. The patient now has a permanent disability of ongoing pain and dysfunction.